Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. It was reported that the patient had an MRI on (B)(6) and since that time they had radiating pain around their abdominal area. The caller stated the patient went to the doctor¿s office the day before and they turned off the ins and the pain resolved, but their symptoms returned. There were no further complications reported.